Event description:
A malfunction alarm was reported by the customer, displaying the code "malf 0." There was no adverse impact on the customer's blood glucose level, which remained within a normal range and did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurs, and they acknowledged this guidance.